Manufacturer narrative:
The fsr installed a replacement ccm. The suspect unit was returned to the manufacturer for evaluation.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, a "system computer needs service - error logging in progress" message was displayed on the central control monitor (ccm). There were no reported adverse consequences to the patient. Per clinical review: the certified clinical perfusionist (ccp) performed a successful cpb procedure with the heart lung machine (hlm) on (B)(6) 2018. After commencing cpb, while there was no user interaction with the system, the ccm displayed a "system computer needs service, logging in progress..." Message. The ccp was able to cycle the power, and the message did not reappear. This hlm was used on another procedure the following day without incident. This message concerned the team, therefore I corresponded with both the manufacturer's technical support and the field service representative (fsr). According to tech support, this may occur when the printed circuit interface (pci) cable gets somewhat oxidized, or because of low air flow to the ccm. The fsr had just changed the air filter in may, therefore the possible cause of this was the previous failure mode. I informed the ccp of this possibility and the fsr was able to replace the ccm system a few days later. The error message occurred after cpb, therefore there was no harm, blood loss or procedural delay due to this messaging.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2018, "post case" and "yes" are selected to exit the perfusion screen. This will cause all pumps to be stopped, safety connections to be removed, and all pumps/modules to be taken offline. The central control monitor (ccm) attempted to stop the arterial large roller pump and then reported "error data unavailable" which leads to the ccm taking itself down and displaying "system computer needs service". This is likely caused by a communication issue while removing the safety connections. Only the ccm logs were provided so no further logging detail is available. During laboratory analysis, the product surveillance technician (pst) observed the ccm to function normally with no errors be displayed. The service repair technician (srt) was unable to duplicate the reported complaint. The unit will be scrapped and the user facility will be supplied with a new ccm. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.